Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced tubing in pinch valves pv27, pv28, & pv50, and replaced actuators for pv27 and pv28 (all related to erythrolyse pump) and adjusted the stabilyse pump 1/16 of turn and verified cell counts and times for patient and controls. (B)(4).

Event description:
Customer reported the instrument was not generating differential test results (non-numeric results and flags to review results) for the high level control (5c cell control abnormal ii) when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.